Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. Customer was experiencing symptoms of blurred vision and lethargic. The customer was treated for high blood glucose with syringes and changed the set on the pump. Customer stated that she wants to speak with her health care provider before troubleshooting the pump.